Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting there were some anatomical blockages in the spinal canal preventing the lead placement. The issue was not resolved and the stimulator remains off until further consultation with a spine surgeon. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient has a medical history of chronic pain. It was reported that the patient¿s coverage was only on their right side and their pain was only on their left side. There were no contributing factors reported. An x-ray was performed and revealed that one of the implanted leads had migrated. A lead revision was attempted today. However, after several attempts to place a new lead, placement was unsuccessful and the new lead was left connected to the battery and placed in the pocket pending consult with a spine surgeon for possible paddle placement. It was also reported that an inadvertent puncture of the dura occurred during lead placement. There were no factors reported that contributed to this issue. A blood patch was performed and the issue was resolved. It was indicated that the issue was resolved at the time of the report. No further complications were reported/anticipated.